Event description:
It was reported to philips healthcare, "battery not seated properly in the tray compartment" there was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.